Event description:
Weld error discovered on lower section of rail.

Manufacturer narrative:
Issue reported by dealer. Initial report on 12/16/2025 did not appear a reportable event as no anticipated health consequences. Upon further invetigation into the issue on (B)(6) 2026 issue was determined to be reportable. Weld error occurred on lower rail of double rail system. Containment: third party inspections in place. Corrective actions initiated.